Event description:
The patient reported stomach problems that started about 2 months ago. The patient was encouraged to contact his healthcare professional (hcp). In early 2009, the hcp reported that the patient had increased symptoms of chf; discomfort in the stomach secondary to stimulation/overstimulation in the abdomen with one program; a feeling of residual stimulation was off; and increased weight due to fluid retention. The implantable neurostimulator was analyzed and reprogrammed which eliminated the abdominal stimulation. The patient outcome was reported as "non-serious injury/illness". Some days later, the patient reported that he was feeling residual stimulation for up to 3 days after his device was turned off. He also stated that the device was turning on in the middle of the night. Additional information has been requested, a follow-up report will be sent if additional information becomes available.